Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. Date returned to manufacturer: may 30, 2017. Correction: serial number should have been (B)(4) rather than (B)(4). Device manufacture date: mar 9, 2016, expiration date: feb 28, 2019, serial number: (B)(4).

Event description:
It was reported that during the lead implant procedure, high out of range pacing lead impedance was observed. Physician tried different positions in the atrium but the impedance remained high. Physician elected not to implant this lead as the helix was suspected to be clogged with tissue. The procedure was completed with the implant of a new lead. Patient¿s condition was stable.